Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening extended, underweight and creases fold. A visual and microscopic analysis was performed which identified: missing (25-50%) and crease sharp broken on anterior. Based on the device analysis the final assessment is: an broken crease sharp on anterior assessed as fold flaw opening. Missing shell assessed as inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, capsular contracture baker grade iii/IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii/IV. Device remains implanted.